Event description:
The user facility reported that during a patient procedure, the table stopped functioning. The surgery was delayed as the patient was transferred to another operating room. No injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician visually inspected the table. The technician found the table had stopped functioning due to a failed power supply. The technician discovered dried fluid inside the power supply cover that appeared to be blood, which caused the power supply to fail. The surgical table is not under steris service contract and is currently maintained and serviced by a third party. The table is currently out of service but the user facility has purchased replacement parts, which will be installed by their third party service provider prior to returning the table to service.